Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 401 mg/dl. Customer feel okay to troubleshoot at the time of call. Customer was treated with insulin pump for high blood glucose level. Customer did not alleged that the insulin pump was under delivering. Customer did not want to troubleshoot. The insulin pump will not be returned for analysis.